Manufacturer narrative:
(B) (4). Results: mi.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. The patient had one lesion treated. One endeavor rx drug-eluting stent implanted to mid lad as treatment of the target lesion. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available.